Event description:
It was reported that this was the 3rd foley catheter that they had to change for the patient as the catheter got blocked. Stated that the theatre stock controller called to stated that they had a faulty suprapubic catheter. Upon arrival, they managed to speak to doctor and advised the catheter was blocked (event occurrence date: 12jun2023). The urine was not flowing through the catheter and was exiting from other avenues, this was inserted approximately 3 weeks prior. The doctor stated that they tried to flush the catheter with a tumi syringe and was not able to, they then removed the blocked catheter and replaced with another size 16 bard suprapubic catheter. Stated that this happened with the same patient twice before (event occurrence date: unk). As per sample received on 17aug2023, it was stated that the in the package of the samples sent for (pcn-226416), a different material was received (pcn-226516).

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The product had caused the reported failure. Based on evaluation finding, observed salt accumulation that causing drainage lumen blockage which can cause flowrate issue. A potential root cause for this failure could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage/salt accumulation. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. Based on evaluation finding, observed salt accumulation that causing drainage lumen blockage which can cause flowrate issue. A potential root cause for this failure could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage/salt accumulation. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: warning: do not use ointments or lubricants having a petrolatum base. They will damage latex.. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact. Adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments. Have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity. And/or essential material and design characteristics of the device, which may lead to device. Failure, and/or lead to injury, illness or death of the patient. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this was the 3rd foley catheter that they had to change for the patient as the catheter got blocked. Stated that the theatre stock controller called to stated that they had a faulty suprapubic catheter. Upon arrival, they managed to speak to doctor and advised the catheter was blocked (event occurrence date: 12jun2023). The urine was not flowing through the catheter and was exiting from other avenues, this was inserted approximately 3 weeks prior. The doctor stated that they tried to flush the catheter with a tumi syringe and was not able to, they then removed the blocked catheter and replaced with another size 16 bard suprapubic catheter. Stated that this happened with the same patient twice before (event occurrence date: unk). As per sample received on 17aug2023, it was stated that the in the package of the samples sent for ( (B)(4) ), a different material was received ( (B)(4) ).

Event description:
It was reported that this was the 3rd foley catheter that they had to change for the patient as the catheter got blocked. Stated that the theatre stock controller called to stated that they had a faulty suprapubic catheter. Upon arrival, they managed to speak to doctor and advised the catheter was blocked (event occurrence date: (B)(6) 2023). The urine was not flowing through the catheter and was exiting from other avenues, this was inserted approximately 3 weeks prior. The doctor stated that they tried to flush the catheter with a tumi syringe and was not able to, they then removed the blocked catheter and replaced with another size 16 bard suprapubic catheter. Stated that this happened with the same patient twice before (event occurrence date: unk). Per sample received on (B)(6) 2023, it was stated that the in the package of the samples sent for (pcn# (B)(4)), a different material was received (pcn# (B)(4)).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.